Manufacturer narrative:
(B)(4). Device evaluation/correction: the device evaluation was inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause was a defective phm (pumphead module). The channel a phm has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump for failure (B)(4). Information was not provided regarding process step or in which care area of the facility this event occurred. Although baxter attempted to obtain information, details were not available. According to the facility representative, there was no patient involvement during the event. During the product evaluation at baxter, it was discovered that failure (B)(4) occurred once on channel a during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.